Event description:
It was reported by service report that the cot was tilting excessively to one side due to cracked leg bearings. The tech found that all four fowler support brackets needed replacement. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Litter support brackets.